Manufacturer narrative:
(B)(4). The serial number is unknown.

Event description:
It was reported by affiliate via complaint submission tool the micro tornado hp w handcontrol. Shaver handpiece malfunctioning. Staff noticed small rubber washer has dislodged from handpiece. Picture of rubber piece has been provided. No patient consequences. No surgical delay. The device was discarded. Additional information received from the affiliate reported there was no patient harm and a surgical delay was not reported. It was also reported the case was completed with another device.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by affiliate via complaint submission tool the micro tornado hp w handcontrol. Shaver handpiece malfunctioning. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, was observed that small rubber washer has detached from handpiece and looks ruptured. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to lack of maintenance of the device. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [1137m3134] number, and no non-conformances related to the reported complaint condition were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the serial number was reported as unknown on the initial report and has been updated as 1137m3134. Therefore, UDI: (B)(4).